Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged the following: she feels the remote meter is not reading correctly. Patient has been having blood glucose (bg) fluctuations over the past couple of weeks from a reading as low of 30 mg/dl with no symptoms, to readings in the 300 mg/dl range. Mom has not calibrated the meter, does not have any control solution. Today at 2:07 am, bg was 346 mg/dl, bolused 0.75 units, and at 6:41, bg reading was "low". Mom disconnected from site and treated with kool-aid; at 6:46a/ 111 mg/dl , did bg again and meter read at 6:52a/ 104 mg/dl . Patient did not look right when he awoke, but was able to follow instructions. Pump was resumed and patient went to school. Mom states patient has previously had bg's in the 30 mg/dls with no symptoms. Insulin vial and site have been changed in the last two days. Mom reports child was recently ill with a cold but has recovered, and is experiencing some stress lately. Customer technical support reviewed pump with mom and confirmed all settings were correct. Confirmed all history and calculations are correct. Also advised mom to discuss with hcp getting a glucagon kit for emergency hypoglycemic episodes. Advised to call the hcp to reports the low bg for possible insulin adjustments. Advised mom review of pump history indicates pump is delivering as programmed. Cts transferred to lfs to trouble shoot the meter. This complaint is being reported based on the allegation that a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.